Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The voluntary user medwatch number is mw5083911. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted for treatment of bladder prolapse during a prolapse repair procedure performed on (B)(6) 2018. According to the complainant, after the procedure, the patient experienced severe pain in her lower abdomen. After multiple doctor's visits, a surgeon told the patient that the mesh had to be removed. Subsequently, the mesh was removed from the patient on (B)(6) 2019. Reportedly, the patient needs to have another surgery to correct her prolapsed bladder and rectocele after healing from the mesh removal procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.